Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose was not affected by the reported issue. Although troubleshooting with tandem technical support showed that the battery depletion was normal based on customer's usage of the pump, customer requested a new pump. Reportedly, the customer continued to use the pump for insulin therapy.